Event description:
It was reported that when a pump case is pressed, the device will power on. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the pump to power on without user input when slight pressure was applied to the pump door. That was caused by a failed upper latch switch. The failed upper latch switch was replaced.